Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure the patient had major bleeding from a pericardial effusion. Four units of blood were transfused. No annular rupture was observed, but a small hole in the left ventricle (lv) was noted which was thought to be caused from wire manipulation. The patient left the operating room in stable condition. After the initial report, the operative event log was obtained. Following valve deployment, cardiopulmonary resuscitation (CPR) was performed for one minute and the patient was placed on intraaortic balloon pump (iabp). It was also noted that the patient developed ventricular fibrillation (vf) which required cardioversion. At the end of the procedure, the report noted the patient was weaned off bypass and the thoracotomy was closed.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, the cause of the cardiopulmonary arrest cannot be confirmed; however, patient factors (high risk fragile condition, significant cad with previous mi, ef of 40%, and possible volume loss due to bleeding from the lv) and procedural factors (anesthesia, procedural medications, and rapid pacing during valve deployment and bav) may have caused or contributed to the event. Of note, the operative event log did not document when the lv perforation occurred, so it could not be determined if the arrest was a result of bleeding from the lv. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.